Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged, it was confirmed via x-ray and fluoroscopy. As per physician's judgement, there was a problem with the helix. The ra lead was explanted. No additional adverse patient effects were reported.